Event description:
Bowel injury. General surgeon discovered small perforation of the upper rectum/sigmoid colon and treated with a purse string suture and local anti-bacterial lavage.

Manufacturer narrative:
Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered.